Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the lcd screen was damaged, and service required codes were found in the ventilator's downloaded error log. The device's lcd display, power management board and sensor board were replaced to address the issues.